Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. The patient's left external iliac artery was highly calcified, with the diameter of 3-6mm. It was reported that advancement of a gore® dryseal sheath with hydrophilic coating (dsl1228j/12778970) for implanting a contralateral leg component (pxc141400j/12616829) at the left side was not possible due to the calcification, and that a ballooning to the left external iliac artery did not help the advancement. The physician elected to advance the device outside the sheath, however, the device was stuck at the aortic bifurcation and did not advance any further. The physician elected not to implant the device and during retracting the device it was stuck at the external iliac artery and then only the delivery catheter was eventually retracted. It was confirmed that the device was unintentionally deployed at the external iliac artery. The physician decided to leave the device in the artery. After removing the sheath, a rupture of the external iliac artery (distal to the unintentionally implanted device) was confirmed. The rupture was repaired by sewing the distal edge of the device to the native vessel. It was reported after repairing the rupture the device was ballooned and another gore® dryseal sheath with hydrophilic coating (dsl1228j/12807226) was inserted with no resistance therefore the procedure continued. The procedure was completed with no other reported issues. The patient tolerated the procedure. On (B)(6) 2014, dsa revealed a distal type I endoleak from the right limb (plc231000j/12788259). It was reported that cause of the endoleak was possibly lack of sealing at the right distal neck. On the same day an additional procedure was performed to repair the endoleak whereas a gore® excluder® aaa endoprosthesis contralateral leg component (plc231000j/12895630) was implanted extending the right limb. The final angiography showed that the endoleak was resolved, and the patient tolerated the procedure.